Manufacturer narrative:
The device was tested on the bench as well as using automated testing equipment, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The cause death was chronic respiratory failure with hypoxia due to sepsis and aspiration pneumonia. No further information is available.